Event description:
It was reported that an insulation anomaly was noted. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
This report is to address the correction from blank to yes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
External insulation abrasion was found at 18.3 ¿ 18.7 cm from the connector pin consistent with lead friction to the ICD can. The outer coil was exposed at the same location.